Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd in good visual condition. The instrument was noted to have sticking issues during functional testing. However, no anomalies were noted with the clip formation. No conclusion could be reached as to what may have caused the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the clips were not forming properly and falling off. Another device was used to complete the case. There was no consequence to the pt.